Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer. The customer observed the issue with the hepatitis b surface antigen, ausab, and hiv assay, however, when patient samples were retested, correct values were generated. The customer was advised to change the lot of reaction vessels and to monitor the instrument performance. There was no impact to patient management.

Event description:
As reported: "the doctor reported important troubles during the rigid endoscope insertion (olympus) through the sheath. He was used to work with the first version of applied sheaths 4/5 years ago without any problem, but the updated version axp it seems much more difficult to insert the endoscope. He reported the deformation of the distal edge of the sheath with related injuries to the internal mucosa of ureters." "The procedure was stopped."

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.